Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is not expected to be returned for analysis. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. The device history record was reviewed; no related non-conformances were found. No previous related record of servicing. No escalation is required. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this ev1000 platform showed values that were significantly less than expected, based on the patient¿s history and the device not responding as expected during the case. There were no alarms or error messages displayed to alert of inaccurate values. The ev1000 was swapped out for a different ev1000 platform and the parameters were confirmed to be different. It is unknown why there was a difference as nothing clinically had changed on patient and no interventions were done. The patient was not treated based on the inaccurate measurements. The patient¿s details were not available. There was no allegation of patient injury. The device will not be sent for evaluation as it was used without issues on subsequent patients. The values of the suspected device were: cardiac output (co) = 4.3 l/min; cardiac index (ci) = 2.1 l/min/m2; stroke volume (sv) = 62 ml/beat; stroke volume index (svi) = 30 ml//m2/beat. The values after swapping to the new device were: cardiac output (co) = 5.9 l/min; cardiac index (ci) = 2.9 l/min/m2; stroke volume (sv) = 82 ml/beat; stroke volume index (svi) = 41ml//m2/beat.